Event description:
It was reported that the surgeon inserted and removed an aq2010v silicone 3 piece lens during the same surgery due to the surgeon changing his mind for another type lens. The incision was enlarged to remove the lens, sutures were not required. This facility uses a competitor's phacoemulsification equipment.

Manufacturer narrative:
Eval: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue and reddish residue. A lens work order search was performed and no similar complaint was found. Conclusions: the root cause of the event was due to the surgeon changing his mind for another type lens.